Manufacturer narrative:
The insulin pump was received with frozen display then constant tone due to cold solder joint. The pump had cracked case at display window corner, minor scratched lcd window, and cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and audio beep anomaly from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with manual injections. The customer stated that he bloused for dinner and the pump stopped working halfway through the bolus. Half an hour later, the customer stated that there was a constant tone.